Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 402 mg/dl. The customer reported that they experienced nausea, vomiting, abdominal pain and difficulty in breathing due to high blood glucose level. The customer reported that they treated high blood glucose level with manual injections and bolus from the insulin pump. The customer also mentioned that the insulin pump had dies without any alarm or alert. The customer stated that the insulin pump had beep anomaly because the insulin pump had low battery and never heard an alarm go off. The customer reported that they had the insulin pump settings on vibrate and audio mode. Troubleshooting was performed and they did hear the differences between the two audio beep volumes. The customer was advised that the insulin pump was working as designed. The customer stated that the insulin pump was not on the auto mode at the time of the incident. The alarm history of the insulin pump also had replace battery alert, power loss alarm and delivery stopped alarm. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set, ozo-mmt-7020-snsr

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis due to high blood glucose level. The customer¿s blood glucose level was 402 mg/dl. The customer reported that they experienced nausea, vomiting, abdominal pain and difficulty in breathing due to high blood glucose level. The customer reported that they treated high blood glucose level with manual injections and bolus from the insulin pump. The customer also mentioned that the insulin pump had dies without any alarm or alert. They stated that their insulin pump was out for 5 hours and it did not alert and she went on diabetic ketoacidosis because the insulin pump did not alert when it was about to die. The customer stated that the insulin pump had beep anomaly because the insulin pump had low battery and never heard an alarm go off. The customer reported that they had the insulin pump settings on vibrate and audio mode. Troubleshooting was performed and they did hear the differences between the two audio beep volumes. The customer was advised that the insulin pump was working as designed. The customer stated that the insulin pump was not on the auto mode at the time of the incident. The alarm history of the insulin pump also had replace battery alert, power loss alarm and delivery stopped alarm. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.